Event description:
The report indicated that pt was being supported using left ventricular assist device (lvad). Following 24 hrs. Of support, the device was changed out because of bearing wear. The pt was not compromised as a result of the change out of the device. The pt died 48 hrs. Later. The bio-pump is indicated for use for extracorporeal circulatory support for periods appropriate to cardiopulmonary bypass procedures (up to 6 hrs).